Event description:
" The arthroplasty was revised due to instability of the posterior , medial and lateral sides. There was a lateral dislocation and instability of the patella. The component was implanted in situ for 0-19y. The patient presented with a ucla score of 2 three months prior to revision surgery. Medical records and x-rays were not provided to stryker for review.